Event description:
A user facility reported a "product problem" upon return of the device. In a f/u, the nurse reported that during intraocular lens (iol) implant surgery, the surgeon felt that "the eye was not going to hold the lens in place" and a vitrectomy performed. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The second haptic was cracked distal area on a post of the lens case. The optic was torn/split/cracked into pieces on a post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/22/2010 and 11/08/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).